Event description:
Attempt to stent patient's aneurysm. As advancing the stent into the catheter it got stuck. In attempting to pull it out the device deployed out of the catheter too far to recapture. Second try at new stent was successful. Then attempt to place a coil and it got stuck in the catheter as well. It too was pulled out and another coil placed successfully.